Event description:
It was reported that on (B)(6) 2022, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. During procedure, the device was deployed and in the ball position, and the distal disc had a umbrella shaped deformation during first deployment. The decision was made to replace the device with a 28mm amplatzer amulet left atrial appendage occluder instead. The patient status was reported as stable. No patient adverse effects were reported. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The investigation confirmed the device met functional and visual specifications when analyzed at abbott. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. Information from the field indicated that the correct size delivery sheath was used and that there was not anatomical interference, or angulation or kink in the delivery system upon deployment. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.